Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about two hours after the implant procedure, the right ventricular lead was not capturing and the patient's heart rate was "in the 30s" (about 30 beats per minute), which the patient was tolerating. Occasional phrenic nerve stimulation was also experienced. An x-ray showed the lead was still in the same position. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.